Event description:
The customer reported that the system displayed a tube heat error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep retrieved the log files and adjusted the nulls and performed filament calibration and loaded the software as well as set the tube heat mgmt adjustments and adjusted the tracking. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.